Event description:
Additional information received reported that the patient no longer has concerns with her device or therapy. No further information was provided.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's device, which was currently on the right side, was disconnected. No further information was reported.